Event description:
Information from multiple sources indicated that, following a posterior instrumented cervical spinal fusion, the patient experienced pseudoarthrosis at the c3¿4 level, evidenced by a faint hairline cleft and broken screws at c3, with associated neurological symptoms including numbness, burning sensation, and worsening right-hand grip strength affecting daily activities. The site became aware of the event postoperatively in (B)(6) 2025, and due to progression of symptoms, the patient was hospitalized from late (B)(6) 2025 and underwent additional spinal surgery consisting of posterior instrumented fusion from c2 to t2 with cervical laminectomies from c3 to c7, using local autograft and demineralized bone fiber allograft. The primary reason for the additional surgery was an adverse event related to the index surgery, with the site assessing the event as serious due to disability, hospitalization, life-threatening potential, and need for medical and surgical intervention, and considering the device and procedure to be related. Sponsor assessment later concluded the event was related to the device but not the procedure. The patient¿s outcome at last follow-up was reported as recovering/resolving, and no death or congenital anomaly was reported.

Manufacturer narrative:
D.4: lot number unknown h6: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.